Event description:
It was reported that the 9800 system had a pre-charge error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A f/u report will be filed when additional details become available. This MDR is related to ge healthcare complaint.